Manufacturer narrative:
The service history was reviewed. The unit did undergo a standard repair in the past two years however it was not associated with the current reported condition stated as overfeeding. The condition was not confirmed. When assessing the unit, the following issues were detected/serviced and replaced: flash chip, gasket, tie. However, despite the worn parts, the device was functional during evaluation. The unit was tested based on accuracy test using 125ml. And the delivered rate was as expected. Water was used for this test and the unit is within tolerance specification.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was feeding more than it should be. Additional information was received stating that the formula fed to fast. There was no harm to the patient.